Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the device was interrogated and there was an episode of inappropriate anti-tachycardia pacing (atp) noted due to noise resulting in oversensing on the right ventricular (rv) lead. There was also increased pacing lead impedance (pli) noted on the lead. It was suspected that the lead was possibly damaged, but damage was not confirmed. No intervention has been performed, and the patient was stable with no consequences.